Manufacturer narrative:
(B)(4). Device b: other # = h50w1k (batch #); exp date = 02/22/2016. Device b: MFR date = 3/22/2011. Dr. Mentioned that some of the staples had not formed (i.e. Not a complete b shape). He did note the hole in the staple line could have been formed as a result of malformed staples or the fact that the patient had friable tissue. He noted in his opinion usually when 2 staplers don't work, its due to the nature of the patient tissue. Device (a) was received in good visual condition and with two reloads present. Reload b was received fully fired; reload a was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload (a) and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. Device (b) was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection, the 1st stapler fired but the staple line fell apart. The 2nd device, which was fired distally through the original staple line, formation was good. An end to end anastomosis was performed, then it was noted there was hole in the staple line. The staple line was hand sewn to complete the case. There was no adverse consequence to the patient.